Event description:
It was reported that customer experienced scratched pump screen on out-of-warranty pump. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding actions taken by customer or technical support or the final outcome of event.